Manufacturer narrative:
Complaint no. (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review found that all released product met release criteria. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a white particle within the bag. The particulate was discovered during the pharmacy quality control check; therefore, no patient involvement or adverse events occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Information erroneously omitted from the initial submission. Evaluation summary: the reported sample was returned for evaluation. Visual inspection failed to identify the reported issue, as there was no visible white particulate floating in the solution. The device was found to be within specification. Should additional relevant information become available, a follow-up report will be submitted.